Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included microcytic anemia, hypertension, cellulitis of arm, hidradenitis, joint pain, chest pain, dyspepsia, vulvovaginitis and tobacco abuse. Concomitant products included intrauterine contraceptive device (iud nos) and intrauterine contraceptive device (paragard). In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), weight increased ("weight gain"), anaemia ("anemia"), anxiety ("psychological or psychiatric problems condition: anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), migraine ("migraines / headaches"), rash ("rashes or skin conditions type") and skin disorder ("rashes or skin conditions type"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased, anaemia, anxiety, vaginal haemorrhage, menorrhagia, depression, migraine, rash and skin disorder outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: anxiety, depression. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drugs, events: psychological or psychiatric problems condition: anxiety, depression, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, rashes or skin conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("heavy prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), weight increased ("weight gain") and anaemia ("anemia"). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, weight increased and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.